Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was due to a breach in aseptic technique. The breach was further described as touch contamination. The patient was hospitalized on the same day of onset. During the hospitalization, the patient was treated with unspecified antibiotics (dose, route, and frequency not reported). Eleven days after being admitted to the hospital, the patient was discharged and was recovering from the event. Two days later, the patient was readmitted to the hospital for recurrent peritonitis. During hospitalization, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Nine days after being admitted to the hospital for the second time, the patient was discharged and began treatment with fortaz (1g, intraperitoneally, daily, for ten days) for peritonitis. At the time of this report, the patient was recovered from the events of peritonitis. The patient was not yet retrained on aseptic technique at the time of this report. No additional information is available. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was noted that the patient was hospitalized again on an unknown date in (B)(6) 2014 for peritonitis. The pdrn that the patient did not recover from the peritonitis the patient was hospitalized for in (B)(6). Therefore, this peritonitis is a reoccurring event. On an unreported date, pd therapy was discontinued, the patient¿s catheter was removed and the patient began hemodialysis. At the time of this report the patient remained hospitalized and was recovering from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event, but treatment information was not reported. The patient has since been discharged from the hospital. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.